Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. This could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Unable to perform the required testing, download of firmware using crest and or history files and traces using thus due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed, suspecting the hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 326 mg/dl. The customer reported hyperglycemia, pain treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), other. High bgs/under delivery what led up to the event?: patient doesn't know, due pain on his body and taking a lot of medication document treatment for high bg: delivered manual shots. The event involved product(s) mmt-1780kl, mmt-397a, mmt-332a. No further patient complications were reported. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-397a. No product return is required for mmt-332a.